Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-8737-37 was received for investigation. Visual evaluation observed that the tip was broken off. The most probable cause is applying excessive mechanical forces upon insertion/use over-torquing/over-engaging the driver with the screw head.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-8737-37 hex driver shaft broke when implanting a 2.5mm micro screw. The broken driver tip was removed from the screw without stripping the screw head. This was discovered during a procedure on (B)(6) 2023. Additional information received on 7/17/2023: this was discovered during a bunion correction procedure. The case was completed successfully after removing the broken driver tip and the screw was implanted as it did not suffer any damage.